Event description:
Noise. Clinic advised to question patient regarding actions at times of emi episodes in order to determine source of emi. Provocative testing also advised. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).